Manufacturer narrative:
The investigation was made based on the received information. The sales demo servo ventilator was inspected, the damage was shown to be only cosmetic and no parts were replaced. The screws on the pop-up display holder were loose and needed to be tightened. The device passed all functional tests and the pre-use check. No further information was provided. The root cause as to why the ventilator fell has not been determined by this investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator fell down. No more information was available. There was no patient harm. Manufacturer's ref.#: (B)(4).